Event description:
It was reported to philips that the allura device was unable to image. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and found application issues. To resolve the issue, fse provided the work around. After troubleshooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.